Event description:
The customer reported during shift check, the fully charged autopulse li-ion battery (sn(B)(6)) did not turn on multiple autopulse platforms. The status leds on the battery showed 4 solid green lights before it was inserted into the platform. The status leds on the mcc showed the green led after the charging attempt. The platforms are performing as intended using other batteries. No patient involvement.

Manufacturer narrative:
The autopulse li-ion battery (sn (B)(6)) was not returned to zoll for investigation. The reported autopulse li-ion battery was replaced under sales order (so) # (B)(4) as part of the recall. The customer acknowledged they had received the recall letter from zoll on february 13, 2023.